Event description:
Reference number (B)(4). Event occurred in germany; it was reported that the patient was hospitalized on (B)(6) 2025 due to kinked catheter. The blood glucose level was 500 mg/dl at the time of event and the patient got treated with insulin and fluids via intravenous. The patient was released from the hospital on (B)(6) 2025. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: · complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006118, in question was manufactured at the reynosa site. Threshold analysis: a query was run on (B)(6) --2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6006118. The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Test results: photo/sample was not provided. No returned sample will be available for this complaint, as indicated in the report. Test results: the reference samples for batch 6006118 were previously tested in complaint. (B)(4) on 04/dec/2024. Visual test according to work instruction (wi) 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to wi version 2.0 on reference samples, 10 samples out 10 samples passed the test. · device history record (DHR) review: - the lot 6006118 was manufactured according to the document (B)(4) version 70 on the packing process in the line inset 6, on 28/mar/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. · conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary - complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006118, in question was manufactured at the reynosa site. Threshold analysis: a query was run on 29-sep-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6006118. The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Test results: photo/sample was not provided. No returned sample will be available for this complaint, as indicated in the report. Test results: the reference samples for batch 6006118 were previously tested in complaint (B)(4) on 04/dec/2024. Visual test according to work instruction (wi) version 3.0 on reference samples, 10 samples out 10 samples passed the test. Functional flow test 1 according to (wi) version 2.0 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: - the lot 6006118 was manufactured according to the document (B)(4) version 70 on the packing process in the line inset 6, on 28/mar/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.